Manufacturer narrative:
The customer application specialist (cas) and customer service engineer (cse) checked the systems and no problems were found. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/non-reactive result would be correlated with clinical history, and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
A false nonreactive (negative) advia centaur xp result was obtained for a patient sample and considered discordant when compared to the reactive (positive) result from an alternate method (card test). The alternate method covid result was reported to the physician as the correct result. There are no known reports of patient intervention or adverse health consequences due to the nonreactive advia centaur xp result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00278 on september 24, 2020. November 16, 2020 additional information: siemens investigated. There is not an expectation the siemens cov2t assay correlates with all serology methods. During validation it is expected to observe discordant results due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. Hsc reviewed in house data for reagent lot 005 and the lot met all release acceptance criteria. Based on the limited information provided, no product problem was identified. The customer is operational and continues to report out cov2t results. The instrument is performing within specifications. No further evaluation of the device is required.